Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The rptr stated that he did back to back blood glucose testing, within 10 mins, using separate finger sticks. His results were 49 and 89 mg/dl. He did not have any symptoms. A control test was not done due to unavailability of supplies. On follow-up, the rptr stated that he was not sure whether he had enough blood on the strips for the back to back testing. He had not checked the confirmation dot before inserting it into the meter. The lifescan rep reviewed "qc" and control testing. The rptr will call back for further training if needed.